Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The motor was returned for evaluation; however, it was unable to be tested due to a crushed brake cap, broken micro switch, and bent brake handle, likely from shipping damage. Therefore, the complaint could not be verified.

Event description:
Chair just stopped.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Chair just stopped.